Event description:
In june, the surgeon placed bilaterally two distraction devices. The first activation was performed on 6/28/99. On 7/3/99 the 6th day of the distraction treatment, the distraction rod at the left side fractured after a quarter turn with the distraction key.